Event description:
Pt called lfs in 7/2004 and alleged that their meter would not power on. Pt had recently purchased the meter and was unable to test on it for 3 days. Pt continued taking their set amount of lantus insulin (10 units at 9:00 am, 10 units at 12:00 pm, and 10 units at 4:00 pm). The pt was able to test and obtained a high reading, pt would phone their physician for advice and he would advise pt on the amount of insulin to take. In 2004, the pt went to church in the morning. Pt stated was unable to test on their meter at that time. While at church, a physician who attended tested their blood sugar with his own meter. The result was 300 mg/dl. Pt was feeling dizzy at the time. The physician gave the pt 2 units of their lantus insulin. Pt was then advised to contact pt's physician. The issue with meter not powering on was resolved. The pt needed training on the meter. Based on the info provided, there is no evidence of a meter malfunction. User error may have contributed to the serious injury. The pt might have been under-medicating themselves because pt did not know what their results were. No items are being replaced for the pt.